Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient did not follow commands and a CT scan shows a small hemorrhage. The patient also experienced right weakness and aphasia. The patient was prescribed 350mg of temozolomide once per day. The event was considered to be ongoing. If additional information is received, a follow up report will be submitted.